Event description:
Reportedly, the eye off the stylet broke during use. It has not been confirmed if it was left in the pt or not. Add'l questions were asked to determine the location of the broken piece.